Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed for the patient with deep vein thrombosis. Approximately, four years six months of post deployment, an x-ray kidney, ureter, bladder/ abdomen 1 view was performed and it was revealed an inferior vena cava filter overlies right side of l2 body with tip at level of l1-l2 disc space. This may be above level of renal veins, which was high. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 11/2012), h4 (manufacturing date: 11/2011),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to progression of deep vein thrombosis while on anticoagulation; preoperatively for thrombolysis. At some time post filter deployment, it was alleged that the device migrated to the renal veins. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced stomach and abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2012, manufacturing date: 11/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to progression of dvt while on ac; preoperatively for thrombolysis. At some time post filter deployment, it was alleged that the device migrated to the renal veins post filter implant. Furthermore, it was alleged that the patient experienced stomach and abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.